Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product letter send to contact customer care department.

Event description:
Consumer reported complaint for hi blood glucose results. (B)(6) (nurse) is calling on behalf of the customer. The customer is concerned with results obtained results of hi. The expected fasting blood glucose test result range is 80-100 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of hi and hi using true metrix meter. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Customer does not speak english. Nurse is calling in for customer and does not speak spanish to communicate with customer. Customer called in states the meter is reading high. Customer states the meter read 171 mg/dl fasting. Customer states his normal fasting range is 80-100 mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.